Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters; upn: m365sc9218150; model: sc-9218-15; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed were not returned as they were kept by the facility. The patient was doing well postoperatively.